Event description:
Literature was reviewed regarding sacral neuromodulation success in a long-term multiple sclerosis patient with neurogenic bladder disorder and detrusor underactivity: a case report. The following medtronic devices were used: interstim ii. Among patient's adverse events / device product performance issues included: patient had the complication of neuromodulator infection and erosion occurred thus reimplantation was needed. Patient originally ha d implantation of permanent impulse generator (interstim ii), which was completed in august 2022. The patient¿s neurological condition deteriorated so by january 2024, the patient¿s mobility significantly declined leaving patient bedridden. During an office consultation, patient reported erosion at the neuromodulator implantation site, and was subsequently readmitted to the hospital for device removal. The erosion of the neuromodulator most likely developed due to chronic pressure at the implantation site, as the patient increasingly spent time bedridden. After the removal procedure, patient's bladder function worsened, and a cystostomy was re-established to enable bladder emptying. Once the erosion site had healed, the patient was qualified for a one-stage re-implantation of the interstim x (lead length 41 cm) device in february 2024. Due to the risk of secondary erosion from chronic pressure associated with prolonged immobility, the generator was implanted in the abdominal subcutaneous tissue instead of the standard placement in the gluteal region. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Garbas, k., zuk-lapan, a., mucha, m., piecha, t., zapala, l., radziszewski, p. (2026). Sacral neuromodulation success in a long-term multiple sclerosis patient with neurogenic bladder disorder and detrusor underactivity: a case report. African journal of urology. (2026) 32:41. Https://doi.org/10.1186/s12301-026-00586-2 b.3. Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. B.5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.